Event description:
The occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to occlude the vessel. Before any intervention was completed the occlusion balloon deflated. The case was completed without protection.